Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The distal seal of the delivery system introducer was damaged. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned without the dilator. The distal seal of the introducer was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of the leadless implantable pulse generator (ipg), air contamination was observed when the introducer was inserted into the body and the dilator was removed, and negative pressure was applied using a syringe. The height of the inside of the right atrium was raised and raised so that the introducer insertion site is closed with the fingers and the tip of the introducer does not hit the myocardium, but the air contamination did not change. The event was resolved when a different introducer was used, so the procedure was continued. The introducer was attempted not used and replaced. No patient complications have been reported as a result of this event.